Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touch screen, power cord, and fan guard, filter and retainer to address the reported problem. The unit successfully passed the required performance verification test. A power cord was return for analysis. An investigation was performed and the ¿ground leakage failed.¿ was not duplicate, but it was found that the ground resistance was out of specification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported touchscreen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.